Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a esophagectomy/gastric tube, the adapter did not recognize egiaradmt. The surgeon removed the cartridge from the adapter and pushed the release button a few times. The surgeon connected the cartridge to the adapter again and the adapter recognized the cartridge. The surgeon checked the handle indicator ,the adapter indicator and the cartridge indicator all illuminated green, clamped the tissue, closed the jaws, the status indicator illuminated green. Then the surgeon pushed the green button, checked the status indicator flashed green, and pushed the blue button ,however the device could not be fired. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device. The surgical time was extended by less than 30 min.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection noted that the reload was pre-fired. Functional evaluation noted that the reload fired without issue. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number as released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.